Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported thrombosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch, it was reported that the death was was caused from possible very late stent thrombosis.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approximately 13 months after stent implantation. It was reported via a trial that approximately 13 months post implantation of 2 xience v stents, one in the mid left anterior descending (lad) artery and one in the mid right coronary artery (rca), the patient died from unknown cause. Reportedly on (B)(6)2009, the patient was hospitalized for renal failure, and on (B)(6)2009 and (B)(6)2009, the patient was hospitalized for congestive heart failure. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.